Manufacturer narrative:
The associated complaint device was not returned for evaluation. This case reports a revision surgery was performed to remove a broken nail due to an infection. The screws were removed and the distal portion of nail removed. However, the rest of the nail has been left in the patient after many attempts to remove the remaining portion of the nail. No clinical supporting documents were provided after 3 attempts. No thorough clinical analysis can be rendered based on the limited details provided with this case. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history revealed no prior complaints for the listed batch. A review of the sterilization records revealed the product was sterilized according to sterilization release documentation from quality control. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed to remove the distal portion of a broken nail and clear infected area. During the procedure, the implant went up further in the tibia which led to the surgery being abandoned, leaving the bulk of the implant behind.